Event description:
A medical center in (B)(6) reported that the heater head of an iw934jeu baby control cosycot infant warmer was cracked. This was observed prior to patient use.

Event description:
A medical center in (B)(6) reported that the heater head of an iw934jeu baby control cosycot infant warmer was cracked. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the heating element, upper head harness, and head housing of the complaint iw934jeu baby control cosycot infant warmer were returned to fisher & paykel healthcare in (B)(4) for inspection. The parts were all visually inspected. The heating element was also resistance tested. Results: the resistance of the heating element was within specification; however, the red washer insulation was broken. No discolouration was noted on the upper head harness. The upper head casing had multiple cracked lines on both side. The dome was also cracked. Chipping and crazing were also evident at the bottom edge of the upper head casing. Cracking and crazing were also apparent at the head label area. A lot check revealed no other complaints of this nature for lot number 031028. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The damaged components were replaced, and the head warmer assembly was returned to the medical center after passing the required electrical safety test and performance check.

Manufacturer narrative:
(B)(4). The complaint heater head is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.